Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display became blank. The patient was transferred to another ventilator. There was no reported patient injury.